Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products. Note: medical records provided by the patient's attorney were received and filed upon receipt in the associated files MFR numbers: 1225714-2013-00249 and 00250.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.